Event description:
International customer reported that an air leak was observed at an unspecified time following initial use of the device. Damage around the y-connector was observed. The reservoir was exchanged with another one. No further information was provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.